Manufacturer narrative:
(B)(4). Biomed calibrated the transducers, and the issue appeared resolved, however he checked the unit the next day and the transducers had drifted again. An order for a replacement gas delivery engine has been placed for this unit. A return goods authorization (rga) number was also issued to the customer for the return of the alleged faulty gas delivery engine for evaluation. As of september 8, 2015 the alleged faulty gas delivery engine has not been returned to carefusion.

Event description:
This event was reported by a biomed at one of the user facilities. Biomed reported a unit that was displaying "circuit occlusion and extended high peak", then stopped ventilating. The safety valve was open, and a continuous audible alarm was present. The reported event occurred during pre-use set up in adult mode (no settings provided).

Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde). Visible inspection found no indication of damage or misuse. The gde was installed into a known good top level unit and powered on. Upon start up the unit functioned normally, no faults indicated. The original complaint of transducer based faults could not be duplicated in the fa lab, however the faults indicated in the original complaint describe a known fault condition and addressed with an internal action. On (B)(4) 2016 installed tca pbca refurbished per mag (B)(4) also changed label. On (B)(4) 2016 passed gde test per ts (B)(4). Passed pre test per ts (B)(4).